Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital after receiving a vibratory alert, the device was found to be in backup-vvi mode. It was noted that there was no remote transmission indicating that the device was in backup-vvi mode. A software download was performed successfully. The device remains implanted. The patient was stable.